Manufacturer narrative:
Patient information not provided by site. The device was returned to the manufacturer for analysis and was found to be directly related to the reported issue. The switch [mechanical latch] is broken. A medtronic representative replaced the part and performed a system check-out. The unit is working to manufacturer specifications. The system is ready for use. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion case, the o-arm door was not closing all the way. He attempted to invalidate home and manually closing the door. He then attempted to calibrate motion and the system went into stand alone mode. The system was rebooted before the use of medtronic imaging was discontinued due to this issue after a 45 minutes delay. The patient was not affected.